Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. During the procedure, the guidewire pierced through the insulation of the left ventricular lead. The lead was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of the guidewire poked through the lead insulation was confirmed. A complete lead was returned in one piece. No anomalies were noted except damage consistent with procedural damage. The cause of the reported event is consistent with procedural damage due to the guidewire poking through the lead insulation.